Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit and cord were damaged, the bearing was worn, was vibrating, the etching was illegible, was leaking air and made excessive noise. It was further determined that the device failed pretests for general condition, marking & labeling, no short circuits, noise assessment and air pump assessment. It was noted in the service order that the device stopped working prior to a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit and cord were damaged, the bearing was worn, was vibrating, the etching was illegible, was leaking air and made excessive noise. It was further determined that the device failed pretests for general condition, marking & labeling, no short circuits, noise assessment and air pump assessment. It was noted in the service order that the device stopped working prior to a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.